Manufacturer narrative:
(B)(6).

Event description:
The customer reported the primary alarm test failed. This is being reported due to malfunction of the primary alarm. This can results in a medical intervention. No patient involvement reported.